Event description:
It was reported that a patient underwent an atrial flutter (afl) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax.. Initially, it was reported that when the physician would come on ablation, the ablation catheter would jump on the carto 3 system screen. The physician did not sense any movement, and the patient was not coughing. To troubleshoot, the grounding pad was replaced without resolution. The cable was replaced, and the issue remained. The reporter confirmed there were no high metal values and that the patches had not moved. The catheter was replaced, and the issue resolved, and the procedure continued. No adverse patient consequence was reported. This event was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 17-oct-2024, reddish material was observed and there was a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 17-oct-2024.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A magnetic sensor functionality was performed, and the device was recognized; however, the device could not be visualized since error 105 appeared on the system due to an open circuit in the tip area. The error 105 observed could be related to the visualization issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the open circuit could not be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) of the carto 3 system contain the following recommendations: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The instruction for use (IFU) of the device contains the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).